Event description:
Approximately three months post procedure, the patient began to experience daily headaches. The headaches were initially more severe compared to the headaches the patient had suffered prior to the procedure. The patient reported that the headaches ranged from two to ten on the pain scale and the highest pain level headaches were associated with nausea and vomiting. The patient was prescribed tylenol and prednisone for the headaches. The headaches were reported to be resolved, exact date is unknown. The physician thought the headaches may be related to the patient's history of headaches and possible the procedure and the device.

Event description:
Approximately three months post procedure, the patient began to experience daily headaches. The headaches were initially more severe compared to the headaches the patient had suffered prior to the procedure. The patient reported that the headaches ranged from two to ten on the pain scale and the highest pain level headaches were associated with nausea and vomiting. The patient was prescribed tylenol and prednisone for the headaches. The headaches were reported to be resolved, exact date is unknown. The physician thought the headaches may be related to the patient's history of headaches and possible the procedure and the device.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Headache is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post procedure the patient suffered a transient ischemic attack (tia) that was resolved the same day. A neurological ophthalmology examination revealed that the patient had right visual field inferior quadrantanopia as a result of the tia. The right visual field inferior quadrantanopia was nearly asymptomatic, it was only detectable by color desaturation. Also noted during the examination was retinal whitening just above the right optic nerve, corresponding to a tiny "inferonasal (left-sided) vf defect" in the right eye only. This defect was symptomatic but no evidence of hemorrhage, emboli, or retinal vasculitis were found. The cause of the tia was unknown. It was also noted that the patient had a possible occlusion of the left middle cerebral artery but there was no radiological evidence of stroke. The occlusion was reported to be resolved in 2009, the exact date was unknown. Approximately three months post procedure, the patient began to experience daily headaches. The headaches were initially more severe compared to the headaches the patient had suffered prior to the procedure. The patient reported that the headaches ranged from two to ten on the pain scale and the highest pain level headaches were associated with nausea and vomiting. The patient was prescribed tylenol and prednisone for the headaches. The headaches were reported to be resolved, exact date is unknown. The physician thought the headaches may be related to the patient's history of headaches and possible the procedure and the device.